Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Phone number: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. The reporter stated "micron filter leakage noted during infusion. There was no drug exposure to patient or healthcare provider. The set was replaced and therapy resumed. There was no patient harm.

Manufacturer narrative:
Two pictures returned. The first picture shows the front side of the micron filter where the inlet filter can be seen to be wet. The second picture shows the back of the micron filter where a droplet is seen on the edge of the filter. Received one (1) used list #142560488 primary plum set attached to a bag spike adaptor w/ spiros. The inlet filter on the micron filter appears to be wetted out. The returned sample was leak tested per product specification. There was leakage observed from both the inlet and outlet filter of the micron filter. A green dye test was performed where the leaks appeared to seep through multiple locations on both the inlet and outlet filter. The complaint of leakage on the micron filter can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use.